Manufacturer narrative:
Continuation of d10: 5076-52 lead; implant date (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a couple of weeks post device changeout, the right ventricular (rv) lead displayed a sudden increase in pacing impedance triggering a high pacing impedance alert. The patient was seen in clinic, and it was noted that the pacing impedance returned to normal. Provocative testing was performed, impedance was still normal and no oversensing was seen. A possible device/lead connection issue or lead fracture was discussed. Fluoroscopy was done which showed the lead pins were well seated in the device. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.